Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s family member) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen. It was reported the consumer stated the reason for calling was to see if the patient could use a transcutaneous electrical nerve stimulation (tens) unit. The consumer reported that she wanted to try the tens unit for the patient because in the last 3 weeks, the patient had been experiencing extreme spasticity and pain even though the health care provider (hcp) had ¿increased the rate twice¿. The consumer said the patient was doing beautiful before the symptoms suddenly started. The consumer mentioned that she thought the increased spasticity might be coming from the pain from the patient¿s hip instead of the catheter/pump. The consumer inquired if the manufacturer had a list of locations that she could go to do a flow study. The consumer reported that she was concerned that the catheter had become clogged starting ¿about 3 weeks ago¿. The consumer reported they thought the drug was ¿in the 430 micrograms¿. The consumer said she was assuming that the hcp was aware of the symptoms/events reported, but the patient normally saw a nurse that filled/increased the medication. The consumer said that she assumed the nurse and hcp communicate. There was no out-of-box failure reported. No further patient complications were reported.